Event description:
Complainant alleged that the device charged and discharged four times at 360 joules, but would not charge on the operator's fifth attempt to charge the device. The complainant was contacted in an attempt to obtain more detailed information regarding the event and to obtain any information regarding possible pt involvement in the event. The complainant was unable to provide any additional event or pt information regarding the reported malfunction.